Event description:
Pfs and medical records received. It should be noted, these records were received through a pfs. This complaint is not yet legal. Pfs alleges pain, disfigurement, and increased range of motion. After review of the medical records the revision operative note indicated the patient was revised for pain. There was no mention of metallosis. The cup was revised, but the position was adequet.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Pfs and medical records received. It should be noted, these records were received through a pfs. This complaint is not yet legal. Pfs alleges pain, disfigurement, and increased range of motion. After review of the medical records the revision operative note indicated the patient was revised for pain. There was no mention of metallosis. The cup was revised, but the position was adequate. Update rec'd 6/16/2014- pfs and medical records received. The litigation actually alleges pain, disfigurement, and decreased range of motion, not increased range of motion as previously stated. The revision operative note indicated synovitis, debris, osteolysis, and abduction of the acetabulum. The cup was revised due to prior hip issues, but the position was noted to be adequate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the product and lot code combinations. Per procedure, these devices are exempt from device history record review. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is not product related. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.